Manufacturer narrative:
Implanted: (B)(6)2017 product type lead.event date was updated to (B)(6)2017. Date is approximate with year validity.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17qya, implanted: (B)(6) 2017, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported when a patient called responding to a letter requesting updated registration information that the patient had a total system explant due to a confirmed mrsa infection of the lead and the ins. The patient reported their body rejected the system and they got really sick and that they were in the hospital for a few days. The patient mentioned they were a diabetic and that they said the infection might have been from that. The patient reported they had previously had other infections and healed fine. The patient stated the therapy really worked for them so they were sad their body rejected it. It was noted this occurred a few weeks after the implant and that they took oral and shot antibiotics and eventually the entire system was taken out. There were no further complications reported/anticipated.